Event description:
Patient's mom spontaneously called to report that she received new pump (sn: (B)(4)) and it has no programming. She said it has not been 48 hours since receiving so she does not know why the pump reset itself. We will replace pump. Pump issued occured while in use with patient. Pump issue did not lead to injury. Pump available to be returned for investigation. We did replace pump. Reported to (B)(6).